Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Batch # 246a49. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was returned for analysis to cincinnati pi lab. The device arrived with the reload not fully in the jaws of the device. The reload was received fully loaded with staples. Damage was found on the washer's ears, and the retaining pin was forward of the pushrod indicating that the two were not connected. The lockout shelf was not intended. The reload was removed and reinserted into the device. The cartridge was able to be inserted into the device and was seated correctly. The incident reported stating the reload not fixed in the staple head" was not confirmed. The device was capable of opening and closing with no issue. A test skin was loaded into the device and was attempted to be fired. The device and reload both fired as expected and formed the staples as well as completely cut the test skin and the washer without incident. The test skin with staples was evaluated. The staple lines were complete and the staples appeared to be well-formed. If the cartridge is loaded into the stapler without the staple retainer or is reloaded after the staple retainer has been removed, it is possible to mislead the device in a manner that the retaining pin is not coupled with the pushrod. As stated in the event description the user indicated that the incident occurred before the device's first firing attempt. Because the echelon contour device 1s sold with a reload pre-loaded into the device. The user would not have likely loaded the cartridge. However, if troubleshooting attempts were made to unload and reload the cartridge, it may have caused the decoupling of the retaining pin and damage to the washer. At this time, it is unknown what specifically caused the damage to the washer and uncoupled the retaining pin from the cartridge. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during open right hemicolectomy surgery the echelon contour stapler gcs40g, lot v94r5x, was opened from the package and the reload was not fixed in the stapler head. Nurse was not able to make it stable (stay on the stapler head as it should) and therefore the stapler was not used. This was the reload that was inserted already from the factory, this was not fixed correctly to the stapler. New stapler was taken, and surgery was proceeded without problems. There was no delay to the surgery. No fragments were generated. The surgery was completed successfully. There were no patient consequences.